Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 348 mg/dl, 141 mg/dl and 296 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated the customer was treated with her normal amount of 1000 mg of metformin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement was sent.